Event description:
It was reported that during the right middle cerebral artery (mca) stenosis procedure, the operator delivered balloon and pre-dilated it. Next, the operator used the guidewire to bring the microcatheter to deliver the subject stent. The operator flushed and delivered the subject stent. However, the subject stent could not be advanced once it reached the tip of the microcatheter. The operator withdrew the stent delivery wire and the subject stent deployed prematurely in the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was returned deployed and noted to be intact. The stent delivery wire (sdw) was noted to be kinked/bent. The introducer sheath distal tip was noted to be damaged. A functional inspection could not be performed as the stent was deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter could not be confirmed; however, the analysis results are consistent with the reported event. The reported stent deployed prematurely during use was confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on functional and visual inspection. The event description indicated that the stent was being used in a stenosis case which is not recommended. The stent dfu states "the microdelivery stent system is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms". Additional information provided by the customer was the device was prepared as per the dfu, that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient, and that continuous flush was set up and maintained during the procedure. During analysis, the stent was returned deployed and noted to be intact, the sdw was noted to be kinked/bent and the introducer sheath distal tip was noted to be damaged. It is probable that when the reported resistance was felt during the clinical procedure, manipulation of the device caused the premature deployment and the damaged noted to the device. An assignable cause of procedural factors will be assigned to the reported event 'stent difficult/unable to advance or pullback through catheter' as well as reported and analyzed event 'stent deployed prematurely during use' and the analyzed event 'sdw kinked/bent' and ¿stent introducer sheath distal tip damaged' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the right middle cerebral artery (mca) stenosis procedure, the operator delivered balloon and pre-dilated it. Next, the operator used the guidewire to bring the microcatheter to deliver the subject stent. The operator flushed and delivered the subject stent. However, the subject stent could not be advanced once it reached the tip of the microcatheter. The operator withdrew the stent delivery wire and the subject stent deployed prematurely in the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.